Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose continuously. The customer stated having problems with p-caps from the reservoirs being too tight or too loose. The customer stated that insulin was leaking at the transfer guard, past the o-rings, and inside the reservoir compartment. No further information was provided.